Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 10 minutes: 270 mg/dl (mobile system) and 130 mg/dl (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon evaluation of meter memory, the reported result of 270 mg/dl was not found. On the day of the comparison a result of 313 mg/dl was found.